Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use a right atrial (ra) lead warning triggered for high impedance. Review of electrogram (egm) revealed noise on the ra channel. The ra noise was reproduced with isometric movements when the patient raised and lowered the left arm. The ra lead was capped/abandoned and remains in the patient. No patient complications have been reported as a result of this event.